Event description:
A us distributor contacted zoll to report that a patient developed a red rash on their stomach and cheek from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient went to the ER to treat the rash. The ER physician prescribed prednisone for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.